Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient surgical manipulator (psm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the psm associated with this complaint to perform failure analysis (fa). Fa investigation replicated and confirmed the reported failure. On fa's testing system, the unit passed all system testing. On fa's patient side cart fixture test platform (pftp), the 32097 triggered at the start of the sterile adapter (sa) plunger check. The distal covers were taken off for inspection, but no issues were found. The psm was tested again on the pftp without any covers but passed all testing without triggering any errors. The 32097 errors never triggered again on fa's pftp or system after removing the covers. After further investigation, the c1 flat flex cable (ffc) in the base was seen slightly damaged. As a precaution, the insertion ffc's will be replaced. Fa also noted that the unit passed other additional tests. The complaint was confirmed based on the field evaluation and fa.

Event description:
It was reported that during a training/demo of the da vinci system, the intuitive surgical, inc. (Isi) clinical sales representative (csr) informed the technical support engineer (tse) that error 32097 occurred. The tse reviewed the error logs and confirmed error 31057 pointing to the patient side manipulator (psm) 1. The customer power cycled the system, but the issue persisted. The tse had the customer remove all the instruments, sterile adapter (sa) and perform a hard power cycle the patient side cart (psc), which resolved the issue at this time. The csr later called back and stated that the repeated error reoccurred after the training. The csr tried to perform hard power cycle, but the error persisted. There was no report of patient involvement.